Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now known that the patient was revised.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing postoperative pain.

Manufacturer narrative:
Information in this report was previously submitted under MFR #0001822565-2015-02108-3. Visual inspection of the returned tibial component identified that the pegs had been cut off. Foreign material could be seen on the pegs and medially on the distal face. Scratches that appear to be from removal could also be seen on the proximal face. Visual inspection of the articular surface identified gouging on the distal side and scratches in the proximal side. A product history search identified no other complaints for the part and lot combination of the tibial component. Operative notes from the revision surgery state that there were no signs of loosening with the tibial component. Approximately 60% ingrowth was noted on the back side of the plate over multiple areas on both sides of the plate. One of the pegs appeared to be ingrown and the other was noted to be questionably ingrown; however, the pegs were noted to not be loose upon removal. It was noted that there were no signs of loosening whatsoever with the femoral and patellar components. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. It was determined that the root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
Information in this report was previously submitted under 0001822565-2015-02108-4. Primary operative notes confirm the patient underwent left tka due to arthritis. It was noted that the patient had satisfactory bone stock and uncemented components were implanted. The surgeon stated he was pleased with the knee alignment, range of motion, ligamentous balancing, and patellar tracking. The operate notes state that there were no known intraoperative complications. This information does not change the previously identified root cause.

Manufacturer narrative:
Review of the device history records for tibial component did not find any deviations or anomalies. The patient complained of pain and swelling in his right knee during office visit. There were no signs of infection or no ligamentous laxity. Range of motion was 3-105 degrees. On another visit, the patient complained of pain in his leg. Surgeon stated that, per radiographic images, there was no lack of ingrowth, but the possibility of partial ingrowth exists and this could be contributing to his pain. A definitive root cause cannot be determined with the information provided.